Event description:
It was reported that the sites hand held shut down unexpectedly. When a restart was attempted, the error message "reload program" would appear, and they could not move past that screen. Good faith attempts to obtain additional information, including the return of the device for analysis, have been made, but have been unsuccessful to date.